Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file and cgm-insulin activity graph found no evidence of a malfunction. The system behavior was consistent with expected performance: insulin delivery aligned with cgm glucose trends, and multiple low and urgent low glucose alarms were triggered and acknowledged. The user had recently completed cartridge and infusion set changes, and insulin delivery was active at the time of the event. Based on available data, the event appears to be associated with a "less than usual" meal announcement made prior to a typical-sized dinner. The cgm-insulin graph shows a post-meal glucose rise followed by correction insulin delivery, which may have contributed to the subsequent hypoglycemia. This pattern suggests that the insulin dosing algorithm responded appropriately to elevated glucose, but the mismatch between the meal announcement and actual intake may have influenced the outcome.

Event description:
On (B)(6) 2025, the user contacted customer care to report a severe low blood glucose (bg) of 29mg/dl that occurred overnight. The users partner administered three doses of nasal glucagon (baqsimi) and maple syrup and then called emergency services (ems) upon arrival the user's bg was in range, so the user was monitored the user for approximately 30 minutes, and did not administer additional treatment. The user recovered at home and continues to use the ilet system.